Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, crease fold, wear abrasion, broken shell. Leak test was performed and found opening on posterior/ anterior. A microscopic analysis was performed which identified crease sharp opening on posterior and opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a crease sharp opening on posterior due to a fold flaw opening and a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Patient reported "right implant has deflated." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right implant has deflated." Device remains implanted.